Event description:
The actiflow was draining. The pt was turned and the tube tore and disconnected form the hub and bulb. The hub and bulb was still in the rectum. The staff were able to retrieve the hub and bulb without problems. There was no harm to the pt.